Event description:
Information was received regarding a cadd administration set. It was reported that the tubing was leaking at the filter. There were reportedly bubbles in the filter and the bed sheets downstream from that point were wet under the tubing. There was no patient, or clinician injury associated with this occurrence.